Event description:
It was reported that the insulin on board (iob) readings were inaccurate. There was no reported impact to the customer's blood glucose level. No additional information was provided with tandem technical support.

Manufacturer narrative:
B5.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin on board (iob) readings were inaccurate. There was no reported impact to the customer's blood glucose level. Reportedly, the customer declined to provide additional information with tandem technical support.